Event description:
It was reported while a patient activated a pod the cannula had deployed early prior to application, indicating a failure of the needle mechanism. The pod was not worn.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determined the needle mechanism failure reported. No lot release records were reviewed, as the product lot number was not provided.